Manufacturer narrative:
B5: the surgery performed is covered under MFR # 2916596-2021-02130. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to septic shock, multisystem organ failure. The patient suffered from a chronic wound infection since the last surgery that is now followed by multisystem organ failure which was related to the death. There was no device or driveline infection at the time of death. The pump operated as expected and the death was not considered device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection and sepsis could not be conclusively determined. Additionally, direct correlation between the device and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1, "introduction," lists infection, sepsis, various types of organ failure and dysfunction (hepatic dysfunction, respiratory failure, renal failure, and right heart failure), and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists infection as a potential late postimplant complication. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.